Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed critical pump error. The patient's blood glucose at the time of incident was 62 mg/dl. Troubleshooting was initiated for the critical pump error and it was confirmed that the device received a critical pump error image on the display. The insulin pump was not returned for analysis.